Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The pump was received with intermittent button response due to flattened act keypad dome. The keypad connector was found close properly during visual inspection. The pump had missing o-ring reservoir tube. No unexpected button error alarm.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 205 mg/dl at the time of the incident. The customer stated that the reservoir compartment is cracked and loose. Customer was unaware of how it occurred. The customer mentioned difficulty with pressing the buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.